Manufacturer narrative:
Unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that venflon pro safety 20ga 1.1mm od 32mm l had foreign matter. The following information was provided by the initial reporter: little flakes come loose from the venipuncture cannula that can be seen when the needle is not inserted and is withdrawn. In addition, there are venflons that are not uniformly smooth.

Manufacturer narrative:
H6: investigation summary one box of seventy (70) representative samples and one opened packaged sample was received by our quality team for evaluation. From the samples received, 66 representative samples from batch 1049795 were received, one opened package sample from batch 1049795 was received, three representative samples from batch 1049797 were received, and one representative sample from batch 1049798 was received. All representative samples were subjected to visual inspection and passed the acceptance criteria, and no abnormalities were observed. The actual sample was subjected to visual inspection and no abnormalities were observed. 20 of the 66 representative samples were subjected to penetration testing and separation testing and passed the acceptance criteria and no abnormalities were observed. The three representative samples were also subjected to penetration testing and separation testing and passed the acceptance criteria, and no abnormalities were observed. The one representative sample was subjected to penetration testing and separation testing and passed the acceptance criteria, and no abnormalities were observed. Two representative samples were received by our quality team for evaluation. These samples were subjected to visual inspection and catheter leak test. No catheter damage was observed on the returned samples. The investigation was not able to confirm what the catheter had experienced as no abnormalities were observed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that venflon pro safety 20ga 1.1mm od 32mm l had foreign matter. The following information was provided by the initial reporter: little flakes come loose from the venipuncture cannula that can be seen when the needle is not inserted and is withdrawn. In addition, there are venflons that are not uniformly smooth.